Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, however, one clinical safety specialist report was provided for review. The investigation is confirmed for the reported bacterial infection issue. According to the clinical safety specialist report, approximately sometimes post catheter deployment, the subject had an adverse event of bacteremia and recovered. The severity of the adverse event was moderate and result in surgical re-intervention. The adverse event was not related to the procedure but related to the study device. The subject with blood culture positive associated with leukocytosis and treated with ceftriaxone. Subsequently two days later, the catheter was removed for premature due to adverse event. The catheter function was maintained during entire indwelling time. There were no product related technical difficulties experienced during indwelling time. The catheter was removed without complication and catheter exchange was performed. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Device not returned.

Event description:
It was reported through the results of a clinical trial, that post catheter placement procedure, the patient developed adverse event of bacteremia. It was further reported that the catheter was removed. The current status of the patient is unknown.